Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a hole in the right ventricular (rv) seal plug. Body fluids were observed in and around the rv-tip and rv-tip terminal block. The seal plug damage was likely induced by manual handling. All setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported shortly after implant that this patient exhibited an abnormal stimulation of the pectoralis muscle, near the pocket of the device. Attempts to reprogram the device in the lv or rv configuration were unsuccessful to re-leave the stimulation. Patient was discharged home, symptom free and will continue with normal follow up. A technical service consultant recommended additional follow up appointment in clinic, with lead integrity testing, pocket manipulation, and programming options recommended. Device remains implanted. No additional adverse patient effects were reported. Additional information was received that this patient returned to clinic due to muscle stimulation. The physician suspected a possible rv lead conductor fracture. The patient was scheduled for surgical intervention. The cardiac resynchronization therapy defibrillator (crt-d) device was surgically explanted. During the explant procedure it was noted that there was blood/body fluid in the header connector at the rv port. A new device was implanted. Besides surgical intervention, and muscle stimulation, no other adverse patient effects were reported.